Event description:
A report was received that the patient was explanted due to a suspected infection at the ipg site. The patient's implant site never fully healed, the site opened up and had discharge. The patient was prescribed IV antibiotics and is recovering.

Manufacturer narrative:
Additional suspect medical device components involved in the complaint: model #: sc-2218-50, serial/lot #:(B)(4), description: linear st lead, 50cm; model #: sc-3138-35, serial/lot #: (B)(4), description: scs phiii ext 35cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.